Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was it possible that the broke needle fell on the floor? Did the broke needle fell into the patient's body? Could you please provide lot number?

Event description:
It was reported that a patient underwent a procedure to remove a foot cavavarus on (B)(6) 2021 and suture was used. While closing the skin, the needle tip broke off and was not able to be found. X-ray was brought in and the tip was still unable to be located. The procedure was delayed by thirty minutes and was completed with no patient consequences.